Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of the negative control with seraclone anti-n. The customer used panel cells of a competitor as negative control. The customer reported that the IFU (instruction for use) were followed accurately. The customer did return the supposedly defective product, but not the panel cells that had caused false positive test results. The returned customer sample was tested in comparison to our qc laboratory's retained sample of seraclone anti-n with mm red blood cells (donor samples, immucor and biotestcell reagent red blood cells). All mm red blood cells yielded a correct negative reaction. The ph- value of our qc lab's retained sample met the acceptance criteria. The ph-value of the returned customer sample could not be confirmed because the reagent volume was too low. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-n functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of n negative red blood cells with seraclone anti-n. The customer did neither return the supposedly defective product nor the red blood cells that had caused false positive test results. Therefore, our quality control laboratory tested their retained seraclone anti-n sample with different n positive and n negative red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. The minimum titer of 4 was exceeded. The ph value of the reagent was measured and met the acceptance criterion. The customer informed us that the tests were centrifuged. According to the instruction for use centrifugation is not allowed. It can not be excluded that the false positive reactions were caused by this handling's failure. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-n functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.